Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut, even after reducing the speed to 5,000 cuts per minute (cpm) during vitrectomy surgery. The procedure was completed on the same day after the product was replaced with a new one. There was no patient impact.

Manufacturer narrative:
Lot number was updated to 176wu3. The manufacturer internal reference number is: (B)(4).